Event description:
It was reported the pt developed a staph infection around the lead after trial implant surgery. The pt symptoms included tingling. The device was removed after two weeks. The tingling continued after the devices were removed. The pt experienced tingling in her legs and feet. The pt's status was unk at the time of the report; the pt was at home.